Event description:
It was reported that when physician was closing the pocket, oversensing was seen on the device. The pocket was reopened to inspect the header, and it was verified the connections were secure. The analyzer was used to determine the issue was on the device. The device was removed and replaced with a new one resulting in no oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary of (B)(4): no anomalies found.